Event description:
Customer reported lancet device has given them very dark bruidse on the entire tip of their fingers each time they use them. Customer stated the fingers stay black and blue for 4 to 5 days. Customer indicated having a routine doctor appointment and is going to discuss the bruising with the doctor. No treatment. A request was made for return product and replacement product was sent.